Event description:
Customer reported the uom had changed on their unlocked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/l. Readings with an 18 cal code were found in glucose log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.